Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the Product History and Complaint Database could not be performed since the lot number was not provided.

Event description:
The subject in a Merit HeRO graft clinicial trial was admitted on (b)(6)2026 for acute on chronic hypoxic respiratory failure. On (b)(6)2026, a code was called for agonal breathing and profound bradycardia that became pulseless electrical activity (PEA) arrest. Cardiopulmonary resuscitation (CPR) was initiated on the patient resulting in intubation and transfer to the intensive care unit (ICU). Subject continued to experience profound bradycardia and PEA arrest despite several rounds of IV medications/fluids and the use of a LUCAS device. Subject coded multiple times for over a period of 5 hours. All efforts were eventually deemed futile and stopped. The patient expired.